Manufacturer narrative:
(B)(4). Evaluation: results: (gi bleed).

Event description:
During the index procedure, two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted to the mid lad. Three endeavor sprint rx drug-eluting stents were implanted to the proximal rca. There was no occurrence of device failure of malfunction. The pt was discharged the following day. Pt was asymptomatic/free of symptoms at 2 year follow-up. Approximately 27 months post index procedure, the pt suffered a spontaneous gi bleed. The investigator assessed that there was no relationship between the event and the study device. Aspirin was discontinued by gp approximately 4 weeks later due to gi bleed event. Pt was asymptomatic/free of symptoms at 2.5 year follow-up. (Ref MFR # 2953200-2010-00444, 2953200-2010-00445, 2953200-2011-00554, and 2953200-2011-00555).